Event description:
It was reported to baxter (B)(4) that a clearlink system y-type extension set leaked at the connection with an unknown set, causing a chemotherapy spill. This condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.